Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of this complaint was expected or random component failure without any design or manufacturing issue. Also, risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. Further, there was no evidence in historical complaints review that instructions for use were inadequate or contributed to the occurrence of the failure. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited charged coupled device was defective that caused blurry image. There was no patient involvement.